Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 2017-nov-27 arjohuntleigh has become aware of an event which occurred with the involvement of maxi move passive floor in shenandoah valley customer facility located in (B)(6) USA. It was reported that during lowering the resident into a chair (when the resident was already placed firmly in the chair), the spreader bar detached and fell into the patient's lap. One of two spreader bar guiding pins was broken off completely. There was no injury sustained. When reviewing similar reportable events, we have found a number of cases with similar fault description (spreader bar detachment during use with the patient). Based on product knowledge and review of previous complaints, there is no possibility of a spreader bar detachment during on-label use of the device. The spreader bar to t-bar attachment is called the lock & load system in the labeling of the maxi move lift. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation (detachment) of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch (part of locking clip) would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. The guiding (locating) pins are parts of the spreader bar, designed to guide the spreader bar onto the t-bar. If they are missing, bent or damaged the shape of the spreader bar will still encapsulate the t-bar like hand-in-fist. It is possible the pin breaks off when treated roughly: having the spreader bar collide with objects. Please note that on-label use of the device does not allow for such collisions. The overall condition of the involved lift confirms that the lift was used in an abusive way. The maxi move instruction for use (IFU), operating and product care instructions, is provided with each device. IFU (04.km.00 rev. 1, april 2006) informs how to disengage and install spreader bar in safe and correct way: "to remove an existing attachment, hold the unit carefully and to release, depresses the retaining catch on the attachment yoke. Then lift the yoke upwards and away from the carrier, store carefully for future use. Select the attachment required then carefully lift the unit up and allow the recess in the yoke to fit around the carrier shaft. Ensure the yoke drops down over the carrier and the retaining catch engages." It also points out: "check to see that the yoke is locked in place by trying to lift the yoke without pushing in the retaining catch". "Note: the yoke should always be rotated to the correct position before attempting to install an attachment". Furthermore: "ensure the spreader bar is securely connected to the jib before commencing with the lifting procedure". For this procedure the IFU warns: "before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib". In 'care of your maxi move' section, IFU informs about daily checks, it includes: "check that all external fittings are secure and that all screws and nuts are tight." Test was performed to compare on-label to off-label use and the impact of certain malfunctions (including missing guiding pins) to the safe functioning of the maxi move lift. It was concluded that on-label use is very unlikely to cause an incident, hazard or injury. Missing guiding pins by themselves are very unlikely to cause an adverse outcome. The device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. However, it was found under internal simulation that, under special conditions, if one guiding pin is missing, the smiley face is present, but the locking clip could potentially be ineffective if a certain sequence of events takes place. This involves a situation where: 1) in beginning or end of transfer onto a solid object, 2) the dps is unloaded, 3) one guiding pin is missing, 4) the spreader bar is lowered onto an object (such as wheelchair arm or chair), 5) the dps topples over. This failure is easy to be recognized by the user if the lift is visually checked as required by the instructions for use (daily check to inspect external fittings is indicated to be mandatory in the care section of the IFU). Also, as per IFU, the user is obliged to check that the spreader bar is locked in place by trying to lift it without unlocking the locking mechanism. When the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar -possibly in combination with broken pins or other malfunctions and use errors- and the spreader bar is lowered onto an object (e.g. Bed, chair) the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case, the spreader bar will topple away from the face of the person. Patient or user is not in any immediate danger and is not exposed to a risk to health, when situations mentioned in problem description occur, as long as the device is used according to labeling and in particular, the spreader bar is correctly attached and checked to be locked into place before each transfer. Based on product knowledge and review of similar situations that took place in the past revealed that the spreader bar detachment failure occurred when a user did not follow correct transfer procedure as presented in the device labeling. Please note that the lift was 10 years in use at the time of the event: "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture, providing the following conditions are adhered to". To conclude, arjohuntleigh maxi move passive lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. The spreader bar detached, when the resident was already placed in the chair. Although device did not meet its performance specification because the spreader bar's locking pin and end cap of chassis were missing, these malfunctions did not affect directly the spreader bar failure. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use with a patient).

Event description:
On (B)(4) 2017 arjohuntleigh has become aware of an event which occurred with the involvement of maxi move passive floor in (B)(6) customer facility located in (B)(4). It was reported that during lowering the resident into a chair (when the resident was already placed firmly in the chair), the spreader bar detached and fell into the patient's lap. One of the two spreader bar guiding pins was broken off completely. There was no injury sustained.